Event description:
During cataract extraction procedures, the fluid cassette pops out of the unit and the message "cassette near full" appears. When this problem occurs, the unit has to be turned off and then back on in order to get it to work. This happened during all the cases this day. There were no pt problems, just delays and inconvenience.

Manufacturer narrative:
The receptacle panel was replaced as a preventative measure.